Event description:
Device analysis laboratory received a device with the report "this record was created to capture the information related to device lot number non-allergan breast implant". Device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 1924. Device code: 2682. Ref report: mw5180561.